Event description:
It was reported to philips that the system unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and analysed the system log file. The analysis identified an error related to geo ipc. Upon further investigation, fse found that the geo ipc was unable to power on. The fse replaced geo ipc and returned to philips for further analysis. The analysis confirmed that the power supply in the geo pc was faulty, resulting in inadequate output power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.